Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of infusors under infused. During patient infusion, the devices had solution remaining in the device ¿ranging from a small amount remaining to 1/3 of the balloon remaining¿. There was no patient injury or medical intervention associated with this event. No additional information is available.